Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide with a 7fr sheath, after a cardic catheterization interventional procedure. Reportedly, a cuff miss occurred. A second and third proglide were used with the same results. A fourth proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the prostar device have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. The other two proglide devices are being filed under separate medwatch MFR numbers. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The evaluation indicated potential anatomical condition influenced the reported experience. Therefore, the cause of this incident is related to the operational context of device use in the procedural conditions. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.